Event description:
As reported, the bladder end of two universa soft ureteral stents split consecutively when placing each over a wire. The tether was removed prior to placement. A third device was opened and placed successfully. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Name and address- postal code: (B)(6). Occupation- nursing unit manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, the bladder end of two universa soft ureteral stents split consecutively when placing each over a wire. The tether was removed prior to placement. A third device was opened and placed successfully. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint devices was also conducted. Both complaint devices were returned to cook for investigation. The stents were returned with no original packaging and without the tethers. Both stents were torn from the tip to the first side port. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The relevant manufacturing documents were reviewed, and it was concluded that the stent shape and functionality was adequately inspected during quality control. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information and the results of the investigation, cook has concluded that the cause of the complaint is unable to be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.